Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch pcq363, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: was a suture needle pull off occurred with all 10 devices during this single surgery? No. Was the needle removed from the patient during the same procedure? Yes. What tissue/location was suturing when pull off occurred? Vessel anastomosis. Were there any unexpected outcomes or complications as a result of this suture needle pull off event? Yes, more or time. Was there any patient consequence or injury? No. What is the condition of the patient? N/a. Procedure name and date? Vessel anastomosis, CABG. Additional information was requested and the following was obtained: please clarify the number of sutures that detached from the needle during this one procedure. 1-2 ea. How long was the surgery delayed? 5 min. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? No. Was the patient treatment altered in anyway due to the prolonged surgery time? If yes, please explain: no. Notes: events reported in 2210968-2020-07412. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a CABG procedure on an unknown date and suture was used. During the procedure, the needle was detached from the suture. No adverse patient consequences were reported. Additional information was requested.